Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7134907/7136907.

Event description:
It was reported that the patient had an infection following the permanent implant procedure with symptoms of lightheadedness, diarrhea, swelling and loss of consciousness. The physician believed that infection was procedure related. The patient was treated for clostridium difficile infection and was doing well.

Event description:
It was reported that the patient had an infection following the permanent implant procedure with symptoms of lightheadedness, diarrhea, swelling and loss of consciousness. The physician believed that infection was procedure related. The patient was treated for clostridium difficile infection and was doing well. Additional information was received that antibiotics were prescribed.